Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, g1 (initial reporter name, event site email, event site address), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field safety engineer (fse) was dispatched at site to evaluate the unit. Fse checked machine, he was able to reproduce the reported issue and replaced the faulty display top lcd. Fse performed the full testing and calibrations as per specifications. Also performed the electrical safety testing as per standard. Device is working within specifications.

Event description:
It was reported by customer that during routine check, cardiosave intra-aortic balloon pump (iabp) had black circle on screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump had a black circle on screen. No one was harmed onsite.